Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the 30-degree endoscope plus base did not rotate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted. The endoscope did not move freely. There was a recoverable error 23003. The reported event did not involve reversed control on the system arms. The alleged endoscope was removed and reinstalled. The surgeon did not rotate the endoscope till the end of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus to perform failure analysis. The 30-degree endoscope plus was analyzed and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and found with endoscope adapter (aea) bearing contributing to friction. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The complaint was confirmed by failure analysis. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the endoscope had a contamination layer between ¿ref¿ and ¿470057¿ markings.